Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that sensing, impedance and threshold measurements on the right ventricular (rv) channel were all within normal limits at implant. However, one day post implant, pacing impedance measurements were greater than 3000 ohms in unipolar and bipolar configuration, sensing measurements had decreased and there was no capture at maximum device output. An x-ray did not reveal any lead or device issues. A revision procedure was performed and the rv lead was repositioned. No additional adverse patient effects were reported.